Event description:
A customer in (B)(6) reported the occurrence of a false negative esbl result for klebsiella species in association with the vitek® 2 ast-n290 test kit. The customer stated they also performed testing via disc method and molecular biology (amplex); results were positive for esbl. The customer indicated there was no delay in reporting since both test methods were performed in parallel. The discrepant vitek® 2 ast-n290 result was not reported to the physician; therefore, had no impact on patient treatment decisions. A biomérieux internal investigation has been initiated. This event has been reviewed for vigilance reporting in accordance with 21 cfr 803, concerning medical device reporting. Biomérieux internal sop(B)(4) states erroneous test results / incorrect ID results could have a negative impact on treatment and potentially lead to unnecessary treatment. This review has determined that this event meets the criteria for reporting. Although this event does not allege that death or serious injury actually occurred, it has been determined that there is potential for serious injury should the situation recur.

Manufacturer narrative:
An internal biomérieux investigation was initiated due to multiple false susceptible results with klebsiella pneumoniae on vitek® 2 ast-n290 card, software v8.01. The false s antibiotics included: cefuroxime, ceftriaxone, ceftazidime, cefepime and amoxicilline/clavulanate. The customer compared vitek 2 results to disc diffusion results. The customer suspected an esbl strain following to an esbl screening plate + disc diffusion method. The customer submitted the strain for evaluation. The submitted strain was sub-cultured on cos medium. Identification was confirmed to klebsiella pneumoniae ssp pneumoniae with the vitek 2 gn ID card. The presence of the esbl was checked with esbl screening test using combined discs (ceftazidime+/- acid clavulanic; cefotaxime +/- acid clavulanic; cefepime +/- acid clavulanic) on mueller-hinton agar : positive esbl result confirmed for this strain. Pcr to check the presence the genes (ctx-m, tem, shv) were also performed: shv positive. Testing including ast-n290 card from customer lot (cl : 7100650103) and one (1) random lot (rl : 7100456103) with software version 8.01, as well as the extended card ast-n233 + ast-xn05 cards (presence of esbl screening test). On ast-n290 card, the susceptible results on cefuroxime, ceftriaxone, ceftazidime, cefepime and amoxicillin/ac clavulanic, are reproduced in-house. Aes phenotype is acquired penicillinase or wild. The vitek 2 mic for those drugs are in agreement with the reference mic (ad) and do not lead to any category error except for cro (minor error). On ast-n233 +ast-xn05 cards, the esbl phenotype was detected due to the positive esbl test.